Manufacturer narrative:
Internal complaint reference (B)(4). Literature: prospective randomised controlled comparison of acl reconstruction using lars artificial ligament to multi-strand semitendinosus and gracilis under arthroscopy.

Event description:
It was reported that on literature review, "prospective randomised controlled comparison of acl reconstruction using lars artificial ligament to multi-strand semitendinosus and gracilis under arthroscopy", 2 patients had a local rupture or wear of ligaments after surgery with a biorci screw. No further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A complaint history review concluded this was an isolated event. Attempts to obtain medical documents were unsuccessful and thus a thorough medical investigation was not performed. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.